Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. No product was returned for evaluation. Clinical details noted that purge was leaking from purge sidearm and a build-up of dextrose was observed. Additionally, no changes to purge pressure or purge flow were observed when leaking. The root cause of the purge leak - pump was most likely due to a damaged sidearm. However, the exact location of the leak could not be confirmed as no product was returned. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ d.6a/d.6b revised as dates were missing from initial manufacturer device report number 1220648-2025-25955. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25955 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.10 additional manufacturer narrative instructions for use were inadvertently omitted from the previously submitted manufacturer device report number 1220648-2025-25955.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that a fluid leak was discovered at the purge sidearm during impella 5.5 mechanical circulatory support to a patient with cardiomyopathy. It was noted that dextrose was building up in the purge reservoir as a result of the leak. Both the purge flow and purge pressure remained unaffected by the leak. The following day the plan was for the patient to go for an orthotopic heart transplant, and the impella 5.5 device was explanted. The was no report or indication of patient harm.